Event description:
A customer in the united states reported to biomérieux discrepant results associated with vitek® 2 gn test kit. The customer reported the result was shigella sonnei and a subsequent test was performed with the same result. The customer sent the sample out for further testing to rule out shigella. The result from the additional testing was e. Coli. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in the united states reported to biomérieux a misidentification of escherichia coli as shigella sonnei in association with vitek® 2 gn test kit. An investigation was performed. A review of quality records confirmed that gn lot 2410128403 met final qc release criteria and passed initial qc performance testing. No information was provided regarding the customer's set up procedure. Two lab reports were submitted in which both showed an excellent identification of s. Sonnei. One lab report showed one atypical positive reaction (agal) and the other lab report showed two atypical positive reactions (agal, glya) for an identification of e. Coli according to the gn knowledge base. An increased number of atypical positive reactions can indicate contamination, mixed culture, use of non recommended media or other user set up errors or an atypical strain. However without the strain or raw data it's not possible to further evaluate the cause of the misidentification. E. Coli and shigella are closely related species. Any identification of shigella should be confirmed with another method such as serology. The gn lab report prints the message "confirm by serological tests" for any identification of shigella. The customer confirmed the identification by sending the isolate to a reference lab.